Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii," "textured," and "rupture" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight, crease fold and opening on anterior. A visual and microscopic analysis was performed which identified: crease sharp opening on anterior and posterior, wear abrasion and yellow particles in the shell. Base on the device analysis the final assessment is: opening crease sharp on posterior and anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "capsular contracture baker grade iii," "textured," and "rupture" against right device. The device has been explanted.